Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an exploratory laparotomy ileo anastomosis, while the doctor was performing a surgeon¿s knot, the needle was pushed through the tissue and then grasped and when it was grasped the tip of the needle broke off in the jaws of the instrument. The suture was not treated or hydrated prior to use and a new suture was used to complete the case. There was no patient injury.